Event description:
Independent repair center customer alleged alarming/red light, and the key failure is the sieve is blown. As stated on the repair statement additional malfunction on this device: on/off switch on the control panel has a blown circuit.